Event description:
The surgeon revised the patient's right knee due tightness. A 4 x 9mm insert was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 4x 11mm insert. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. No further information will be provided by the hospital or surgeon due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.